Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2021, around 11 a.m., the patient was hospitalized with hyperglycemia and ketoacidosis and vomiting. Prior to this her blood glucose was tested at home with accu-chek performa test strips and an accu-chek spirit combo meter and resulted in values of 190 mg/dl at 01:16, 169 mg/dl at 05:15 and 193 mg/dl at 07:08. At hospital comparative blood glucose testing were done and the following results were observed within 15 minutes: 135 mg/dl with an accu-chek performa combo meter and 524 mg/dl with a professional meter. A second comparative blood glucose testing were done at the hospital and the following results were observed within 15 minutes: 160 mg/dl with an accu-chek performa combo meter and 575 mg/dl with a professional meter. In the hospital, she was given intravenous fluids and insulin. The customer was discharged from the hospital on (B)(6) 2021.